Event description:
On (B)(6) 2021, a perceval pvs 21mm was implanted, the surgeon had to repair the aortic annulus in a double vessel case (mitral and aortic). When the patient was coming off pump, a perivalvular leak was noted and the patient was put back on pump. As there was previous repair to the valve the surgeon decided to explant the perceval valve and implant a suture edwards magna valve. The cross-clamp time was greater than 20 minutes and the patient did well in recovery.